Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem would not charge a battery pack. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. Upon eval, the battery board was corroded. The cause of the inability to charge a battery pack is the corrosion. The cause of the corrosion is contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt rec'd a replacement charger/modem.